Manufacturer narrative:
This event was unconfirmed and no additional details were obtained despite repeated attempts to contact the complainant.

Event description:
The customer stated that the device caused nosebleeds during use.